Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2022, product type : lead; other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-jan-2026, UDI #:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient came into office and was not feeling stim on one lead. X-ray taken in office and one lead found in battery pocket. Physician referring to dr  for paddle placement. Patient denies any fall or accidents that may have caused lead migration. Other lead unchanged. The one unchanged lead was reprogrammed to capture patients pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The actions taken to resolve the issue is the patient is referred for a paddle replacement. The issue has not been resolved at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned they had their leads reattached 2 times. Pt did not know the event date of the first time, but said the event date of the second time was 13-july-2022. Pt said the most recent time was due to that fact that their hcp did not like where the ins was implanted and the ins was "too close to spine." Pt said they had to reattach to a bone. Pt said the ins was moved over to the pt's side. Pt said they struggled at times to get the recharger antenna (rtm) over their ins because the ins was positioned on the backside of their body and the pt said they had both shoulders replaced and were not supposed to reach back behind their back and the rtm was hard to get into the right position to begin with. Pt said the first time the leads were reattached was due to a fall. Pt said the spinal cord stimulator(scs) helped "some" but the pt said they still had to take 2 pain medications: oxycodone and another major drug.